Manufacturer narrative:
Device evaluation indicated that the ipg passed visual and performance tests performed. The device exhibited normal device characteristics. Visual inspection of the lead extensions confirmed the damage to the lead extensions was a result of a typical explant procedure and is not considered a failure. A review of the manufacturing documentation for the ipg and lead extensions revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg and lead extensions found them to be satisfactory.

Event description:
A report was received that the pt's ipg and two lead extensions were explanted due to the ipg protruding through the skin. The pt's leads were left implanted. The physician does not believe the skin erosion is device related. The pt was given antibiotics and was reportedly doing well following the procedure.

Event description:
A report was received that the patient's ipg and two lead extensions were explanted due to the ipg protruding through the skin. The patient's leads were left implanted. The physician does not believe the skin erosion is device related. The patient was given antibiotics and was reportedly doing well following the procedure.